Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed a pairing test with (B)(4) bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and found a loss of connection in the log. The reported event of a loss of connection was confirmed. The root cause was no communication.